Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain') in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep venous thrombosis arm, acute hiv infection, low back pain, flank pain, constipation and adenomyosis. Concomitant products included abacavir sulfate;dolutegravir sodium;lamivudine (triumeq), medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) and rivaroxaban (xarelto). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition:depression and mental anguish"), anxiety ("psychological or psychiatric problems condition:depression and mental anguish") and migraine ("migraines/headaches"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for essure confirmation test previously reported as confirmation test performed on (B)(6) 2010 and now reporting as plaintiff did not undergo an essure confirmation test. Patient received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, vaginal haemorrhage, migraines, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder problems, urinary problems, bladder infection, uti, vaginal infection and vaginal discharge were added. Outcome of events pelvic pain, dysmenorrhea,abnormal bleeding(vaginal, menorrhagia) was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain.') In a female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep venous thrombosis arm, acute (B)(6) infection, low back pain, flank pain, constipation and adenomyosis. Concomitant products included (B)(6), medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) and rivaroxaban (xarelto). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition:depression and mental anguish"), anxiety ("psychological or psychiatric problems condition:depression and mental anguish") and migraine ("migraines/headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, vaginal haemorrhage, migraines, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2019: pfs and mr received : case become incident. Aka name added, reporter added, lot number added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events added- abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, migraines, headaches, dysmenorrhea (cramping). Events outcome updated, events onset date, events severity , concomitant drug, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain') in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep venous thrombosis arm, acute hiv infection, low back pain, flank pain, constipation and adenomyosis. Concomitant products included abacavir sulfate;dolutegravir sodium;lamivudine (triumeq), medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) and rivaroxaban (xarelto). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and migraine ("migraines/headaches"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)/ surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for essure confirmation test previously reported as confirmation test performed on (B)(6) 2010 and now reporting as plaintiff did not undergo an essure confirmation test. Patient received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, vaginal haemorrhage, migraines, dysmenorrhea. Lot number: 637218, manufacture date: 2009-04, expiration date: 2012-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain') in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep venous thrombosis arm, acute hiv infection, low back pain, flank pain, constipation and adenomyosis. Concomitant products included abacavir sulfate;dolutegravir sodium;lamivudine (triumeq), medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) and rivaroxaban (xarelto). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition:depression and mental anguish"), anxiety ("psychological or psychiatric problems condition:depression and mental anguish") and migraine ("migraines/headaches"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for essure confirmation test previously reported as confirmation test performed on (B)(6) 2010 and now reporting as plaintiff did not undergo an essure confirmation test. Patient received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, vaginal haemorrhage, migraines, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder problems, urinary problems, bladder infection, uti, vaginal infection and vaginal discharge were added. Outcome of events pelvic pain, dysmenorrhea,abnormal bleeding(vaginal, menorrhagia) was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain') in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep venous thrombosis arm, acute hiv infection, low back pain, flank pain, constipation and adenomyosis. Concomitant products included abacavir sulfate;dolutegravir sodium;lamivudine (triumeq), medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) and rivaroxaban (xarelto). On (B)(6) 2009, the patient had essure inserted. In december 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition:depression and mental anguish"), anxiety ("psychological or psychiatric problems condition:depression and mental anguish") and migraine ("migraines/headaches"). On an unknown date, the patient experienced bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, bladder disorder, cystitis, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for essure confirmation test previously reported as confirmation test performed on 15-feb-2010 and now reporting as plaintiff did not undergo an essure confirmation test. Patient received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-feb-2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, vaginal haemorrhage, migraines, dysmenorrhea . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events bladder problems, urinary problems, bladder infection, uti, vaginal infection and vaginal discharge were added. Outcome of events pelvic pain, dysmenorrhea,abnormal bleeding(vaginal, menorrhagia) was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain /pain') in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included deep venous thrombosis arm, acute hiv infection, low back pain, flank pain, constipation and adenomyosis. Concomitant products included abacavir sulfate;dolutegravir sodium;lamivudine (triumeq), medroxyprogesterone acetate (depo provera), nsaids, paracetamol (acetaminophen) and rivaroxaban (xarelto). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition:depression and mental anguish"), anxiety ("psychological or psychiatric problems condition:depression and mental anguish") and migraine ("migraines/headaches"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the dysmenorrhoea, menorrhagia, vaginal haemorrhage, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : menorrhagia, vaginal haemorrhage, migraines, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.